Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, display window missing, and scratched reservoir tube window.

Event description:
It was reported that the customer dropped her insulin pump. The lcd screen popped off. Her blood glucose level was 200 mg/dl. The customer received a button error alarm. The insulin pump was making noises and she could not get the keys to respond. The lcd light was coming on and off and the insulin pump was vibrating. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.